Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, a defective video socket connector, front panel poor appearance, and crack on the screw housing were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. In addition, an e311 and e031 errors were observed. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the no image issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it's likely the cause is related to a faulty operational amplifier because no changes were made by redesigning the operational amplifier circuit on the dr board (printed circuit board). It was confirmed that on april 16, 2018, the design of the dr board was changed due to the endoscopic image not being displayed when used in combination with the 180 series scope. Olympus will continue to monitor field performance for this device.